Manufacturer narrative:
The company rep confirmed an electrical test failure code 56 (excessive drive pressure) had occurred and replaced the drive manifold assembly. The unit was tested to factory specification. It functioned normally and was returned to the customer.

Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "high drive pressure" message. The pt was switched to another unit and therapy was continued. No pt injury was reported.